Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. During final tightening of the set screw, the setscrew "popped" or jumped a thread. Metal shavings were apparent and the set screw cross threaded after jumping. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4).